Manufacturer narrative:
A customer photo was provided of a stopper with an incomplete fill area of the stopper however, a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5282802. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. An incomplete fill may be caused by larger or smaller rubber pellets. In review of historical pir data, this appears to be an isolated incident and not representative of the overall batch quality. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.

Event description:
It was reported that while using the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ the blood draw was very low. Upon closer examination this was due to a stopper with an incomplete fill area and thus an incomplete vacuum. This event recurred several times with the customer over the course of a week and several different devices in lot #5282802.